Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted due to the patient's skin breaking around the ipg, causing the ipg to become exposed. Additional information received indicated that the patient had an infection located at the ipg site. Lab culture obtained tested positive for staph infection. The patient was given oral antibiotics to address the infection. Patient is to follow-up with an allergist as the next course of action.

Event description:
Follow-up information indicated that the patient's infection has resolved.